Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Since implant, their stimulation was not working for them and they didn't notice any difference after implant. Patient said becauseof that, they had no reason to keep the external devices charged. Patient then said they finally went to use the equipment a couple days ago again because they needed an MRI and was told they had to put their device into MRI mode. Agent walked patient through accessing MRI mode during the call and patient reported full-body eligible screen. Agent reviewed MRI mode information with patient. Patient responded via letter stating that the device never really worked for them and the tech tried several different programs. They had the device explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.